Manufacturer narrative:
(B)(4).

Event description:
An endurant aortic cuff was implanted for the treatment of a migration and type I endoleak. It was reported that the aneurysm sac has enlarged to 9.4 cm in diameter. The aortic neck is short and 15 mm distal to the renal artery the stent graft to wall apposition was minimal. Per the physician, the cause of the event is unknown; however it may be due to proximal aortic neck inadequate seal. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results are: a review of CT¿s and 3d film report 5- ½ years post-implant revealed that the talent bifurcate was ~1.5cm below the renals, and an endurant aortic cuff was implanted up to the renals. The proximal cuff od measured 23 ¿ 24mm, and there was ~1.5cm of potential proximal seal length. Approximately 5mm below the renals the stent graft od measured ~25mm and the aortic wall was 28mm at that same level, and 1cm below the renals the stent graft od was 27mm and the aorta was 30mm at that level. The infrarenal neck and aortic body was angulated 70 deg a-p relative to the limbs. The maximum aaa diameter measured 9cm and no clear endoleak was seen. Coils were seen placed around the perimeter of the aaa. There appeared to sufficient distal seal within the iliac arteries; bilaterally. Since the previous reviewed study, the ipsi/left limbs has been extended into the left external iliac artery with an endurant limb. The distal contra limb within the right common iliac artery measured 27mm od. The stent graft was patent and no other issues were observed. The exact cause of the aneurysm expansion could not be determined from the films provided. Although there is no obvious proximal type I endoleak, there appears to be a marginal proximal seal that may be pressurizing the aaa. There also appears to be continued disease progression with a minimal seal length and poor proximal radial apposition.